Event description:
Philips received a report from a customer concerning a patient, who fell of the patient table during scanning. This resulted in a broken hip.

Manufacturer narrative:
This is an unfortunate incident. There was no system malfunction or system involvement in the event. The patient was most likely disoriented while lying in the mr system and wanted to get off of the table. During this action he fell down resulting in a broken hip. Action at site is taken to improve the position of the monitor to watch over the patient. This is the first time such an event was reported to philips. (B)(4).